Event description:
During prep there were too many bubbles in the smartablate tubing. The bubbles would not clear when flushing. The tubing was removed and replace with no patient involvement. Manufacturer response for smartablate tubing, smartablate tubing (per site reporter), mfg notified by site.